Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. If echelon, during which stroke did the event occur? Powered. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes - second fire. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? None reported what were the patient's pre-existing conditions? Obesity. How long has the surgeon been using this device for this procedure (in years)? Very experienced. Has used this device 50 - 75 times. Was there a recent conversion to ees devices in this account or with this surgeon? No. Were there any malformed staples noticed? Yes - deployed, but not formed at all. Was the staple line incomplete or did it exceed the cut line? No. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed. A surgical dvd was received for ees to review. Ees field quality engineer provided the following summary after review: based on the edited video evidence presented, I could not, with any confidence, determine a root cause to the non-formed staple. However, I do comply with the recommendation outline in the instructions for use of waiting 15 seconds after closing before firing to allow for adequate fluid exudation can have results similar to those observed in this video clip.

Event description:
It was reported that during a sleeve gastrectomy procedure, after the second firing on stomach tissue with a black cartridge, while also utilizing a bougie tube, it was noticed that two-thirds of the staple line was normal and as expected, however, the last one-third of the most lateral staples on the patient side did not form and were standing up. The surgeon removed the staples and over-sewed the staple line. There were no adverse consequences for the patient. The device and the cartridge were both discarded.